Event description:
In 2008, the patient reported an elevated blood glucose reading up to 455 mg/dl earlier in the evening the previous day. Symptoms were lethargy and thirst. She stated she gave herself correction boluses through her insulin infusion device but her levels did not decrease. She said she had just given herself an insulin injection 10 minutes ago. To troubleshoot, the patient changed her cartridge, infusion set and tubing. The patient stated she is visually impaired so she is unable to check for air bubbles. She primed the infusion set and bolused several times but could not feel any insulin coming out of the tubing. The patient was instructed to remove and reinsert the cartridge and prime the infusion set again. The patient did so and, after priming 8 units, felt insulin dropping from the end of the tubing. The patient was advised to check her blood glucose readings frequently and to call if the issue persisted. Further attempts to follow up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.